Event description:
No harm to patient. Medtronic lead extension was placed attached to the implanted lead and it was noted they were not receiving the signals required. Surgeon had to remove extension and replace, while removing he had to break the end of the extension in order to disconnect it from the lead.